Event description:
ECG leads from a zoll x series monitor/defibrillator would not function when used on patient. Stat pads did not function. Healthcare providers could not fly the patient due to a monitor failure resulting in a delay of care. We needed to use the monitor provided by the ambulance and transport the patient emergent via ambulance. Monitor removed from service and sent to biomed.